Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.